Event description:
There was resistance during advancement of the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g12223). So it was removed from the sl-10 microcatheter (details unknown) safely. No further information provided. It was noted during analysis that the proximal end of the coil was severely buckled.

Manufacturer narrative:
There was resistance during advancement of the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g12223). So it was removed from the sl-10 microcatheter (details unknown) safely. No further information provided. It was noted during analysis that the proximal end of the coil was severely buckled. The proximal end of the coil was severely buckled. The most likely root cause of the coil¿s resistance inside the microcatheter was due to the locking mechanism catching the v notch of the resheathing tool. The sheath then became embedded inside the v notch of the resheathing tool causing a fracture down the entire length of the proximal section. In this condition significant resistance will occur due to the binding action between the sheath and the device positioning unit (dpu). This led to the severe buckling of the proximal end of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re-sheathing tool and the translucent tab between your thumb and forefinger.¿ in addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the information and the analysis, the event was confirmed. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.